Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -18.5/+2.0/x087 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. Corrected data: (B)(4). No other adverse events were reported outside of the lens exchange. (B)(4).